Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent, elevated white blood cell count, and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. After being hospitalized for twelve days, the patient was discharged. The patient was recovering from the peritonitis event. It was reported that five to seven days after the peritonitis diagnosis, pd therapy was discontinued but the pd catheter remained intact. The patient was placed on hemodialysis. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review was conducted for potentially associated lot numbers h14e24052 and h14e07057. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.